Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
Customer reports their operators have reported with the merit manifold system air was able to enter the system and potentially be injected into a patient. This was caught by staff before any air was actually injected. No reported injury.